Event description:
It was reported that the patient experienced poor coverage "of foot" and that stimulation changed when posture was changed. It was noted the implantable neurostimulator (ins) and leads were explanted and replaced with a new ins and leads. It was further noted that the patient no longer experienced therapy issues. It was noted one day prior to this report therapy improved and patient received coverage in the foot. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient never had therapeutic effect even with the new system.

Event description:
Additional information received reported that the patient had been "re-trialed with positive results of foot coverage". It was noted that during the replacement surgery, the lead was placed in a new location in the epidural space. The reporter stated that there was no injury to the patient.